Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the induced ventricular tachycardia (vt) could only be terminated with the second 80-joule shock. According to the doctor, this is related to the propofol, and a defibrillation threshold (dft) test will therefore be performed the following day. No adverse patient effects were reported. This s-ICD remains in service.